Event description:
An implantable pulse generator (ipg) was returned from a hospital after the patient's death. Per the paperwork the date of death is approximately eight months after implant of the ipg and approximately three years ago. A cause of death is not known.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.